Event description:
The hospital reported during the branch dissection phase using vasoview hemopro 2, approximately 75% of this phase was completed, they noted the electrical coil wire was detached from the jaws. No components dislodged and nothing was inside the patient. They did note that it was a difficult harvest with allot of activation to divide tissue. The device was replaced and the evh was completed without any adverse event. There was a delay in the procedure due to the exchange of the new hemopro.

Manufacturer narrative:
Tw# (B)(4). The device has been returned to the factory and will be evaluated. A supplemental report will be submitted when the evaluation is completed.

Manufacturer narrative:
Trackwise - (B)(4). Updated field: b4, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. The device was returned to the factory for evaluation on 06/25/2025. An investigation was conducted on 06/25/2025. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. The heater wire was slightly flexed away from the hot jaw at the center of the hot jaw but remained attached at the tip of the hot jaw due to clinical use. The clear silicone insulation on the hot jaw was observed to be intact. The clear silicone insulation on the cold jaw tip was observed to be peeled back, exposing the cold metal jaw. No other visual defects were observed. Based on the returned condition of the device as well as the evaluation results, the reported failure "material twisted/ bent wire" was not confirmed, however, the analyzed failure "peeled; delaminated; jaw" was observed. The lot # 3000477130 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure or the analyzed failure.